Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery quickly depleted. Customer's blood glucose was within range (value not provided). Reportedly customer charged battery and continued pump therapy. Customer did not report a reoccurrence of the issue.